Event description:
The patient experienced increased parkinsons symptoms and episodes of freezing. The deep brain stimulator battery voltage was changing, but not enough to merit a battery changeout. The voltage was around 3.69 volts. The patient received information from a chat room that other patients had the device changed when the voltage got to this value and requested the change from the hcp. This was not the normal procedure for the physician, but as the voltage was changing the devices were replaced in 2007. The patient got better and the freezing episodes stopped. Please see MFR. Report# 300420917820091106.